Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. Since the issue began, the battery will function for 4-5 hours, but will power down with the same battery out limit alarm. The incident occurred multiple times over the weekend, and after the most recent occurrence the screen became completely blank. The customer's blood glucose level was 89 mg/dl at the time of the incident. The alarm occurred during normal use. Troubleshooting did not resolve the issue. A replace battery cap was sent to the customer, and the insulin pump will not be returned for analysis at this time.